Manufacturer narrative:
The biomedical engineer reported that one of the displays for the central nurse's station (cns) was not working. Fixing the display settings resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that one of the displays for the central nurse's station (cns) was not working.

Manufacturer narrative:
Additional manufacturer narrative: the biomedical engineer reported that the software on the central nurse's station (cns) spontaneously shut down when pressing the admit button on one patient tile. She tried power cycling the unit, but the issue continued to persist. She sent the unit in for repair. The unit was cleaned and evaluated. The reported problem was duplicated. All malfunctioning parts were replaced. The unit was tested per the operator'/service manual and the results were recorded on the maintenance check sheet. The unit completed 48 hours of extended testing and operates to manufacturer's specifications. The unit was repaired and returned to the customer.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that one of the two displays on this cns device was blank. The monitor was receiving power but displays "no input" message. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: after customer rebooted the cns device, rebooted the software and adjust display properties, the issue was resolved. Specifically, how the display properties were adjusted was unknown. Device was put into service on 10/19/2012. Service history for this device shows that customer had previous called regarding this issue under ticket (B)(4). Under (B)(4), reported on 6/4/2018, customer stated the monitor came back from a third-party repair center and needed nk's assistance to set up dual display. Nk tech support assisted customer in setting up (through windows) and confirmed both displays were up and running. Without information regarding the repair on the monitor, information regarding the environment and device set up at the time of the event, the root cause for display not receiving "input signal" could not be determined. The issue has not re-occurred. Additional information: if follow-up, what type? Additional information.

Event description:
The biomedical engineer reported that one of the displays for the central nurse's station (cns) was not working.